Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the following findings: clogging of the forceps channel, foreign matter found came out from the nozzle. Insufficient bending angle due to elongation of angle wire the play of the angle knob is out of the normal state due to the extension of the angle wire. Wrinkles in the insertion part due to external factors are observed. The curved rubber adhesive part found cracked due to an external factor. Scratches on the tip cover , suction channel, operation part, switch box , u/d knob, r/l knob, fixing lever, grip, universal code, scope connector side, rl angle fixing knob water cover observed on the electrical connector, forceps stopper scraped " the objective lens may be chipped, white scratches found on the image based on evaluation findings, the customer reported issue of "blockage in the forceps opening" was confirmed. Upon inspection foreign matter found on the nozzle causing the nozzle to clogged. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of blockage in the forceps opening. The issue found during an unknown event. There is no patient harm or injury reported due to the event. No user injury reported. Device evaluation found foreign matter came out from the nozzle. This report is being submitted for foreign matter found on the device nozzle during device evaluation.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 23-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the foreign material that entered the channel from the outside could not be sufficiently removed due to insufficient cleaning and rinsing. Olympus will continue to monitor field performance for this device.